Event description:
Surgeon had a posterior lens capsule rupture on the left eye of a patient. He does not know whether it was laser caused or not. The patient was previously treated successfully on their right eye with the system.

Manufacturer narrative:
Device mfg date: dec 2012. Investigation of this incident included analysis of the system database and the system optical coherence tomography (oct) recording. Surgeon selected capsulotomy, fragmentation and cataract. From the analysis of the system database and the system oct recording there were no system related anomalies found and all operating parameters of the system were found to be within acceptable limits. The surgeon selected custom fitting for lens posterior. Analysis of the system oct images showed that the custom fits approved by the surgeon were much deeper positioned for the lens posterior surface fit. This may have been caused by a sub optimal oct imaging of the posterior lens. All pertinent information available to abbott medical optics has been submitted. Placeholder.